Event description:
It was reported that the patient complained about a intermittent noise on his left side. The boy is bilaterally implanted. The external parts of the device have been exchanged but without success. The intermittent noise became more frequent until the patient was no longer able to hear with his device. Testing confirmed that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.